Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The current blood glucose level was 51mg/dl. Customer was treated with food for low blood glucose level. Customer had not experienced any symptom at the time of low blood glucose event. Customer stated that they were having low blood glucose after using two different glucose meters and libre sensor. During troubleshooting it was found that insulin pump programming was accurate and reservoir was showing same amount of insulin as shown on status review health/lifestyle issues. The insulin pump will not be returned for analysis.